Event description:
It was reported that during equipment setup conducted prior to the start of a surgical procedure, the neptune rover experienced an offload error during the docking process, which resulted in a 30 minute delay to the start of the scheduled procedure. There was no patient or user injury reported, and no other adverse consequences alleged with this event.

Manufacturer narrative:
A field service representative was sent to the user facility to evaluate the device, and the investigation is pending. A follow up report will be submitted if the investigation results require.

Manufacturer narrative:
Upon follow up with the user facility, stryker was informed that the neptune rover was operating appropriately and therefore a service visit was no longer necessary. As a result, no device evaluation was conducted because the device was not made available by the user facility.

Event description:
It was reported that during equipment setup conducted prior to the start of a surgical procedure, the neptune rover experienced an offload error during the docking process, which resulted in a 30 minute delay to the start of the scheduled procedure. There was no patient or user injury reported, and no other adverse consequences alleged with this event.